Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (513 mg/dl). A correction bolus was delivered to treat the bg. Reportedly, the customer's correction factor and carbohydrate ratio settings needed to be updated. The customer updated pump settings and resumed insulin therapy successfully.